Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date has been updated and provided with this report.

Manufacturer narrative:
The insulin pump alarmed compromised force senor system during the basic occlusion test due to a protruded/loose drive support disk. They were unable to perform the basic occlusion, occlusion, and the excessive no delivery test due to the compromised force sensor system alarm. The pump was received with a minor scratched display window, a cracked reservoir tube lip, cracked battery tube threads, and a cracked pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump during prime/fill. Customer stated that the motor does not detect the reservoir. Customer stated that they can't leave the process. Customer changed the battery but anomaly persists. Customer was advised that the pump will be returned for analysis.